Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 30july2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The backup alarm on the central processing unit (cpu) has failed. The unit has been in service since without failure. The customer was advised to re-seat the motor controller (mc) printed circuit board (pcb) and cables, run the unit to see if the error comes again. If the unit fails, replace the cpu. The customer was informed that the primary alarms are on the front of the unit and the backup alarm is installed on the cpu pcb. The customer was instructed to write the cpu serial number if they replace the cpu. Install the cpu and write the unit hours and serial number to the cpu. They will also need the serial number of the new cpu pcb and to call back to get the option codes. No product was returned for evaluation so no root cause could be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had generated error code backup alarm failed. The issue was intermittent. The ventilator was not in use on a patient at the time of the event occurred.